Manufacturer narrative:
(B) (4). (B) (4) insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure in (B) (6) 2009. During the procedure, the motor drive unit stopped working and would only work intermittently. The procedure was successfully completed with the same device with no adverse pt consequences.